Event description:
The customer reported to olympus, the gastrointestinal videoscope water leak. The device was returned for evaluation. During the device evaluation, the foreign material in the nozzle and grip cover foreign matter was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was retuned top olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the bending section cover water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to damage on the up/ down knob, bending angle in up direction did not meet the standard value due to wear of the angle wire, play of the up/down knob was out of the standard value due to wear of the angle wire, adhesive on the bending section cover had a chip and a white clouded area, air/ water cylinder had corrosion, switch 4 had wear, control unit had discoloration, suction connector was deformed, universal cord had a scratch, adhesives around the objective lens had a white clouded area, and the connecting tube had a dent. Foreign objects were found in the nozzle and on the grip; this has been attributed to insufficient cleaning. According to the customer, the following details regarding the cds process were unknown: if the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, if the customer flushed the air/ water nozzle with water and air, if there were any abnormalities in the accessories used for reprocessing, if the customer presoaked the endoscope in the detergent solution, if the customer flushed the air/ water nozzle/ channel with the detergent solution, and whether the customer wiped/brushed the distal end with clean lint free clothes, brushes, or sponges. The following questions were asked and not answered: what the foreign material was and if there was any delay in the start of precleaning. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.